Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic video-assisted thoracic surgery (vats) lobectomy, during the first firing on the right lobe, when retracting knife blade after firing successfully, the device made an odd sound which was like a paper being torn. Also, mid-way through retracting the knife blade was stuck. The surgeon released the trigger and squeezed again but the jaws of the device did not open. The surgeon was able to pull back on the blade. Another reload was put on the handle, but the jaws of the device got locked onto tissue. The staple line was incomplete as well. Another device was used to complete the case. There was no patient injury.